Event description:
Customer reported that there was a problem with the battery not being recognized by the battery pca. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.